Manufacturer narrative:
This device (lot unknown) is distributed outside the united states; however, it is similar to the united states product. The event involved a male with no known medical history. The indication for admission to hospital is not known however, a coronary arteriogram revealed a 13mm, de novo, eccentric, type b2 lesion of the distal circumflex. The safety and effectiveness of cypher has not been established in these types of lesions and/or vessels. The reference vessel diameter was 2.11mm. According to the IFU, cypher is indicated for use in lesion with a reference diameter of 2.5 to 3.5mm. Treatment of the lesion involved pre-dilation followed by implantation of a 2.50x18mm cypher stent at 18 atm. The rated burst pressure for this device is 16 atm. Post-dilation was conducted resulting in a residual stenosis of 0% and increase in timi flow from 1 to 3. Intravascular ultrasound was not conducted. Pre-procedural medications included asa and ticlid while heparin, asa and ticlid were given during the procedure. Gpiib/iiia inhibitors were not given an act values were not measured. Approx. Thirteen months following the index procedure the patient experienced an acute myocardial infarction and underwent repeat coronary angiography. This revealed a thrombus in the cypher stent and was treated by aspiration and balloon angioplasty. The device was one of three possible lot numbers (i0306153, i0406013 or i0406074). Device history record review was conducted and the product met quality requirements for product acceptance. The physician commented the possible cause of the thrombosis was due to discontinuation of ticlid six months following the index procedure due to a scheduled surgery. Based upon the information provided, it is not possible to conclusively determine the cause of the event however; there are vessel, lesion, procedural and pharmacological factors that may have contributed to it.

Event description:
The target lesion was the distal left circumflex. The vessel was de-novo and eccentric. Aha/acc classification of the vessel was type b2. The lesion length was 13mm and vessel diameter was 2.11mm. The procedure was an elective case. Pre-dilatation was conducted with a 2.5x12mm balloon at 12 atm for 25 seconds. A 2.5x18mm cypher stent was implanted at 18 atm for 45 seconds. Post-dilatation was conducted with a 2.5x12mm balloon at 20 atm for 50 seconds. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow was 1 before the procedure and 3 after the procedure. Act was not measured. Over one year later, the patient developed acute myocardial infarction and came to the hospital. Coronary angiography was conducted an thrombus was observed in the cypher stent. To treat the thrombus, aspiration and balloon angioplasty was conducted at 15 atm with a balloon. Physician indicated that the possible cause of the thrombotic event was because ticlopidine hydrochloride was stopped due to a scheduled surgery.